Event description:
It was reported that a locking titanium adapter disconnected from a patient¿s minicap transfer set. The issue occurred while the patient was asleep. The following day the transfer set was replaced at dialysis center, and the patient received a precautionary dose of cefuroxime (500mg, single dose, intraperitoneally). However, there was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.